Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection identified a broken header. X-ray examination was performed. The lvp and rvc (df-) header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements greater than 125 ohms. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.